Event description:
Reported via journal article. It was reported via journal article that there was a thrombus present on the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and at that time it was noted that there was a thrombus present on the core wire of the wds. The physician released the closure device from the core wire and successfully implanted the device in the laa of the patient. The core wire was retrieved while the physician aspirated the thrombus. The wds was removed from the patient, but a portion of the thrombus remained at the transseptal puncture site. Systemic thrombolytic therapy was administered (alteplase 15 mg/ 2 min, then 50 mg/ 30 min, then 35 mg/ 1 hr). Thrombolysis was achieved and the patient experienced no neurological complications.

Manufacturer narrative:
Valencia, d., sun, m., linares, j., ailawadi, s., nazir, z., reddy, a., & tivakaran, v. (2023). Successful thrombolysis of an interatrial thrombus during watchman laao. Journal of the american college of cardiology, 81(8_supplement), 2863-2863.